Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed all qa inspections. Visual examination was conducted on the returned sample and it was observed that the catheter was broke into two parts. The returned sample was realigned, and the total length was measured using a calibrated ruler. Lt was observed that the overall length was 408mm which still meets the specification (380mm-410mm) defined for this product. Both the catheter shaft and funnel were examined using dino-lite to analyses the damaged area and torn edges. Based on observation the torn edges were jagged and having excessive material at one side indicating that there is some external force was applied at the joint area causing the catheter to break. Review on the funnel portion reveals same cutting edges in which suggesting that the tube was once well attached to the funnel. Catheter broke may occur due to various reasons such as catheter was in contact with sharp or pointed object, effect of used of clamper, excessive force applied at the funnel end or between the shaft as a result of catheter stuck at crib rail or tube extended as the patient glide on the bed. Nevertheless, as part of our initiative, we have implemented positive released test at injection molding process. This is to test the bonding strength between the funnel and tube. Batches that release. Based on the above investigation no problem found within the product which could have contributed from manufacturing processes. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the catheter broke while in use.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter broke while in use.